Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the mobile power unit (mpu) was having recurrent mpu battery indicator alarms. When plugged in, the battery icon was lit and there was constant intermittent beeping. The event recurred despite changing aa batteries. There was no adverse patient impact. Log files were not obtained from the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of recurrent mpu battery indicator alarms was confirmed during evaluation of the returned heartmate mobile power unit (mpu). The mpu, serial number (B)(6), was evaluated and tested at the service depot on 25aug2025. The unit was connected to ac power and the unit booted up as intended. Shortly after, a replace mpu battery alarm activated. The unit was opened, and the issue was traced to the ground wire of the battery compartment. The unit was forwarded to the product performance engineering (ppe) department for further analysis. Upon receipt to the ppe department, the alarm was reproduced. The unit was opened, and the ground wire of the battery compartment was observed to be disconnected from the main printed circuit board (pcb) side connector. Connection issues with this wire could cause a yellow replace mpu battery alarm to activate. No further testing was performed. The provided information indicated no log files were obtained, and there was no adverse patient impact. A manufacturing analysis task was opened to further investigate the battery compartment ground wire being disconnected from the main pcb side connector in the mpu. The device history records were reviewed and the records reveal that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿ provides instruction on how to identify and resolve all alarms associated with the mobile power unit (mpu). Section 8 of the IFU, entitled ¿equipment storage and care¿, gives instruction on how to care for and maintain the mpu. Section f of the IFU, entitled ¿safety checklists¿, instructs the user to perform routine maintenance on all the equipment, including the mpu. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
G4: PMA code corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.